Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) battery did not seem to hold its charge. Recently, the patient had been feeling like their left lower leg and foot had a buzzing in it. The patient stated that they had neuropathy that would get bad at times, which they thought may have been caused by contrast dyes. The patient mentioned that they could not use higher levels of stimulation, as it would irritate their neuropathy. It was noted that the patient laid down for about six hours to charge their ins until it beeped and showed that it was fully charged. Afterwards, they checked the device and it was off. Two days later, the patient¿s legs and lower back were hurting, so they decided to turn the device on and the battery level that was fully charged was now reading at about 68%. The patient was wondering if the buzzing in their left leg and foot was perhaps related to a short. The patient also reported that their right hip would hurt at times and they were not sure if it was related. Additionally, the patient had questions regarding their ins battery and wanted to know what was causing a drain on the charge. No further complications were reported or anticipated. Indication for use is unknown.